Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose level was 165 mg/dl. The customer reverted to an alternate method of insulin therapy.